Manufacturer narrative:
(B)(4). Based on additional information and further review this complaint was not a reportable event. There was no patient involvement. The MDR submitted on (B)(6) 2017 is voided.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When the kit was opened there was black materials in the medicine cup. Therefore, a new kit was used instead. There was no patient involvement.